Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 28sep2020.

Event description:
It was reported to philips that the device had a depleted battery. The device was not in clinical use at the time of the event. There was no report of patient or user harm.

Manufacturer narrative:
G4:11jan2021. B4:12jan2021. The device was not in clinical use at the time of the event. This issue was noted during testing of the device. A philips service engineer evaluated the device and confirmed that the device had a battery failed alarm and required replacement of the battery. The philips service engineer ordered and replaced the battery to resolve the reported issue. The device returned to functionality and was returned to service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.